Event description:
Account reports 4 incidents of needlesticks with the autoshield pen needle. Two incidents occurred prior to the new training program roll out and two in 2007. Follow up info indicated, the clinician was removing the needle from the pen, and grabbed the locked cap and experienced a needlestick.

Manufacturer narrative:
Product has been discarded; no product returned is anticipated. Lot number is unk; unable to perform device history review. Complaint includes occurrences prior to rollout of enhanced in-service training program as well as recent reports. Follow up being conducted with account to better define training needs. Regulatory compliance will continue to monitor. Follow up report to be issued if further info is obtained.